Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit charges to 100% and shuts down within 15 minutes, when unplugged was confirmed. The sr8 was powered on at 95% battery life and ran for around ten minutes before shutting down with 75% battery life still on the scanner. The root cause is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number: (B)(6) showed one other similar complaint from this serial number. Both complaints for this serial number: (B)(6) have been reported from the same facility.

Event description:
Per biomed, unit charges to 100% and shuts down within 15 minutes, when unplugged.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from the same facility.

Event description:
Per biomed, unit charges to 100% and shuts down within 15 minutes, when unplugged.